Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that asymptomatic patient presented at hospital for lead revision procedure. Patient had received a vibratory alert. Upon interrogation the right atrial lead exhibited high impedance anomaly and elevated threshold. Fracture was noted on the lead. The lead was capped and replaced on (B)(6) 2019. Patient was stable post procedure.